Event description:
The customer received a blood glucose reading of 105 mg/dl from his contour meter and a reading of 226 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide any additional info. No product will be returned.